Event description:
It was reported that a patient underwent open heart surgery due to epstein disease on (B)(6) 2015. The right atrium was opened and the tricuspid valve was repaired and suture was used to close the right atrium in dual-layer closure. The patient left the operating room, recovered, drank water, talked with his parents and generally felt good. In the evening, the patient felt sharp pain in his chest, he was given painkillers and sent immediately to the intensive care unit. Later on, his drains began to fill with blood , he was rushed into the operating room while receiving a blood transfusion. After emergency thoracotomy the surgeon discovered the right atrium was completely open. The suture knot was tied at the top and torn at the bottom. The patient died from loss of blood before the surgeons manage to save him. Additional information was requested.

Manufacturer narrative:
Representative samples were returned for evaluation. Visual and functional inspections for strength were performed and the samples met the requirements. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. Batch hcr325, mfg. Date: 03/26/2014, exp. Date: 01/31/2019. Batch hdr652, mfg. Date: 04/29/2014, exp. Date: 01/31/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hcr325 mfg date: unk, exp date: unk, batch hdr652 mfg date: unk, exp date: unk.